Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
A customer reported a system error 2240 (air in tubing) which occurred on the homechoice during dwell 4 of 6. The patient reported wetness underneath of the cycler when she removed the set up. There was patient involvement, but no patient injury or medical intervention reported.